Event description:
It was reported that the radiofrequency programmer head had exposed wire on its cord. The head was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the cable had exposed wire though it was additionally noted that it was functionally ok. The head was to be sent on for repair and restock. (B)(4).